Manufacturer narrative:
Investigation result: the device will not be returned to conmed linvatec for investigation as it was discarded at the facility. In addition, the lot number was not provided by the user facility. This modular driver tip is made of 455 stainless steel per (B) (4). It is not meant for implantation. This info will be provided to facility.

Event description:
The customer reported that during use of this driver to perform insertion of an implant for an acl surgery, a portion of the driver tip broke off inside the bioscrew. The broken portion was unable to be removed from the screw and remains inside the pt.